Manufacturer narrative:
The device was received for evaluation. During functional testing, upstream occlusions was not reproduced. Evaluation sent device for flow accuracy test and upstream occlusion test and it passed. A review of the event history log revealed no upstream occlusion messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed multiple upstream occlusions during unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.